Manufacturer narrative:
On (B)(6) 2016, arjohuntleigh has been informed that the minuet 2 bed was ordered for the patient and was delivered the same day. The problem occurred when the ah engineer set the bed frame up and found that a pin positioning of the actuator was missing. He informed the customer, fixed the bed temporarily with a tie-wrap and promised to return to fit the correct pin in place. During the preparation for putting the patient into the bed, it was reported that the headboard part of the bed collapsed. No injuries occurred as a result of this failure. After this incident, the bed was fixed by replacing the tie-wrap with the proper pin, before the patient started to use the device. The product involved in the complaint is minuet 2 bed; serial number: (B)(4), manufactured at factory in (B)(4) in october 2007. On (B)(6) 2016 we have been notified by district nursing team that the patient who was using the bed at that time (after the fix was performed), passed away. "The death was expected (due to health condition) and there is no indication that the death was connected to the bed incident". It was decided to report the event to be transparent with our reporting approach. Due to the nature of the incident the bed was returned to the depot for inspection. During the device examination it was stated that the bed was in a reasonable condition with the expected level of general wear and tear. It was also claimed to function correctly. No faults or issues were apparent. The construction of the minuet bed consist of two tube guides and the actuator which are mounted at each side at the foot and head-end of the bed frame. The tube guides purpose is to support the bed platforms upward and downward movement, which is driven by the actuators. In situation as such raised (missing clevis pin, which position the actuator to the subframe) the tube guides and the actuator attachment to the base frame are giving a sufficient support for the device stability, preventing from immediate, unintended movement or collapse of the bed frame. Based on technical documentation and our product knowledge it has been established that the fact that the clevis pin was not in place is not likely to cause the bed to collapse but may result in slight unexpected downward movement. The device construction does not allow the bed to collapse even if the actuator is not firmly positioned in the subframe. The malfunction has been repaired before patient placement. With the complaint at hand, there was no adverse event reported to either patient or caregiver due to the device malfunction. A review of reportable complaints registered for minuet bed in the past revealed that there were no complaints with the same or similar failure mode reported. The analysis enable to indicate the malfunction is not likely to cause or contribute to serious injury or death. Nevertheless, the complaint has been reported to the competent authorities based on the patient outcome and the fact that arjohuntleigh device was directly involved in the reported incident as it was being used with the deceased patient.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
Initially, on (B)(6) (B)(4) has been informed that when the facility staff were preparing to put the patient into the minuet bed, the device collapsed. No injuries were sustained as a result of that malfunction since no patient was using the bed at that time. The bed was fixed shortly before the patient placement. On (B)(6) 2016 we have been notified by district nursing that the patient using the bed, passed away as an effect of health condition. Based on information collected so far there is no indication that claimed issue contributed to the patient outcome.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh (B)(4). (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). This is the correction to the final report sent on 2016-08-07. The conclusions from final report remains unchanged.